Event description:
Soon after intubation and placing the infant on the vent, rt (respiratory therapist) noticed the vent was sometimes showing an appropriate expired volume and sometimes not. Additionally, the minute volume was reading too low, and the vent was alarming. Rt immediately took the infant off the vent and bagged while charge rt, did a quick trouble shoot of the device and the circuit. Charge rt tried the device on a test lung, and it appeared to be working properly. The pediatric circuit was changed out as well to see if it was the problem. Infant's vitals were stable the entire time, except for a very short time while bagging the sao2 dropped, but came back up quickly. Nicu rt also came down to assist and checked the ett (endotracheal tube) placement as well as a trouble shoot of vent, circuit and settings. Vent appeared to be working and it was placed back on infant. After a short time, same issue with vent occurred and infant was again bagged for a short time period until ems arrived to transfer infant to outside facility.